Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? Monday, (B)(6) 2022. Please clarify, was there a quality issue in regards to the surgicel powder product used? It wasn¿t so much a quality issue but more of a performance issue. The sales felt it important to report as the product didn¿t stop the bleeding as well as the doctor anticipated that it would. Was hemostasis achieved during surgery? Hemostasis was achieved before surgeon closed the incision. The surgeon didn¿t state otherwise, however, it was an open case so I was unable to see into the pelvis area. Were there any patient consequences? If so, was there any associated medical or surgical intervention? No patient consequences to my knowledge. Also, in the event description, it states an unknown procedure. The procedure was stated (tah) total abdominal hysterectomy. The surgeon stated he brought back one patient for a vaginal cuff hematoma one week post op. It was 7x7 cm and taken to or for drainage. It mentions that the physician had to take back one patient for a vaginal cuff hematoma and was taken to the or for drainage. Was that patient related to this particular event or a secondary event? To my knowledge the take back was due to this event. Please provide the following information for the patient who experienced the vaginal cuff hematoma and was taken to the or for drainage please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Female, other information unknown. What were the diagnosis and indication for the index surgical procedure? Unknown, please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. Was there any intraoperative concurrent use of other products? There were not any other hemostasis products used to my knowledge but there were many different types of devices used during the surgery. Where was the surgicel used (on what tissue)? Vaginal cuff. How much surgicel was used during the procedure? 2 eaches of 3 gram surgicel powder. Was the surgicel product left in place? Please confirmed that the excess powder was irrigated and removed? The powder was irrigated after each usage. What were current symptoms following the index surgical procedure? Onset date? Unknown. Has any additional surgical or medical intervention performed? Unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? Unknown. What is the patient¿s current status? I saw the surgeon on monday, (B)(6) 2022 and he said the patient was doing fine. The surgeon has used surgicel powder on cases since this event and everything has been good to my knowledge. The following information was requested, but unavailable: can you identify the lot number of the product that was used? Unknown . Event related to mw # 2210968-2022-05663. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy procedure on (B)(6) 2022 and absorbable hemostat was used. During the procedure the doctor trialed the absorbable hemostat for the first time. The surgeon used the absorbable hemostat for some oozing bleeding after removing the uterus and cervix and closing the cuff. Prior to the absorbable hemostat he did have to use compression for a bleeder, after applying the absorbable hemostat he stated the bleeder was still oozing. He irrigated, used an additional absorbable hemostat, and the doctor continued compression again. Once happy with hemostasis he irrigated and placed a drain. Additional information was requested